Event description:
A cracked and shattered touchscreen was reported, rendering the pump's touchscreen unresponsive and illegible. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was instructed to switch to multiple daily injections as a backup therapy while technical support arranged for a replacement pump to be sent. The pump was still under warranty, and the customer was guided on how to put it into storage mode and return it with a pre-paid label.